Manufacturer narrative:
Additional comments: the device in question has not yet been returned to olympus for investigation. Olympus contacted the hospital to obtain further information regarding the alleged event and was told the defective cord was evaluated on-site by one of the hospital's biomedical engineers. The biomedical engineer reported that the cord may have exceeded it's life expectancy, and the constant flexing of the wire surely contributed to the break in the wire thus allowing a spark to ignite its insulation. Olympus cannot conclusively determine the cause of the user's experience due to the lack of a returned product for investigation. However, based on the information reported by the hospital, the wear on the device due to age may not be ruled out as a contributing factor. (B)(4).

Event description:
The hospital reported the device caught fire during a procedure. The surgeon used a towel to grab the cord and extinguish the flame. There was no allegation of harm.